Event description:
The customer reported, the power on-off button on the workstation is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on-off switch. System operates as intended. (B) (4).